Event description:
Event description guidant received information that the patient with this device experienced a syncopal episode. Their pacing threshold remains stable but lead impedance increased significantly. The patient's heart rate was 100 and dropped suddenly to 60 during the syncopal event. Rate smoothing was on at 12 percent.